Manufacturer narrative:
Updated blocks: b5, d4, d9, and h4.

Event description:
Additional information was received that there was no delay.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. However, many air detected messages were observed in the data logs. The fsr replaced the abd and performed release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the air bubble detector (abd) was randomly alarming during the procedure. As mitigation, the abd was turned off. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.